Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak associated with a pd treatment. During drain 3 of 4 there were 40 messages warning of draining slowly. There was an air detected in cassette warning in drain 3 of 4 as well. The following day when cycler was opened there was fluid discovered in the pump module area of the cycler. Fluid leaked from the cassette door. Fluid was on the external part of the cassette. In a follow up, the reporter verified the data and said there was no harm, intervention or adverse event associated with the leak. The patient got a new cycler. The cycler is available to return for investigation.